Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor sound quality and for the patient to upgrade to a newer technology. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 05, 2024.